Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2011 and mesh was implanted. It was reported that she experienced pain, erosion of her internal bodily tissue and other injuries following the procedure. It was reported that the patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.

Manufacturer narrative:
It was reported that following insertion the patient experienced pain, erosion, extrusion, infection, urinary problems, organ perforation, recurrence, dyspareunia and vaginal scarring. It was reported that the patient underwent on removal of eroded mesh from inside of bladder due to erosion on (B)(6) 2012. On (B)(6) 2013, the patient underwent removal of sling from under bladder due to urinary retention. (B)(4).

Manufacturer narrative:
(B)(4). In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Manufacturer narrative:
It was reported by an attorney that the patient underwent a surgical procedure on (B)(6) 2011 and mesh was implanted concurrently with transvaginal hysterectomy, high uterosacral vaginal vault suspension, cystoscopy, and perineorrhaphy.